Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and atrial pacing capture threshold was elevated. Atrial capture threshold steady at approx. 0.47 volts through (B)(6) 2015, rises out of range by (B)(6) 2015. Atrial pace impedance steady at approx. 436 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. Concomitant product: product ID 693565 lead, implanted: (B)(6) 2009; product ID 419488 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was elevated thresholds, high and increased impedance and possible fracture on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.